Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. During visual inspection no external damage was noticed. During inspection, the reported problem was duplicated. The root cause of the reported issue was found to be the dowel pin fell out of the plunger head mount and was loose inside the plunger case. Replaced head mount and installed dowel pin. This issue is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.

Event description:
It was reported that the syringe plunger holder is not releasing. No patient injury was reported.